Event description:
Via spontaneous call, patient reported that her remodulin is leaking from the little hole in the filter on ER tubing. She notices the leak when she finds a wet spot on her shirt and can't breathe as well. She changed her tubing yesterday and so far, there is no leaking, but patient stated that this isn't the first time her tubing has leaked. Asked patient how often she finds the tubing to be leaking. She said maybe very other tubing. It happened only once so far since her last shipment on 11/2/2020. Patient does not have the lot number of the faulty tubing. Advised patient to keep track of lot numbers of tubing that leaks and to call pharmacy the next time it happens so that manufactures can be notified. Patient state that she does not need extra tubing [has enough on hand]. No other information known. Md fax number: (B)(6). Is the actual device available to be returned for investigation? No. Did we [MFR] replace device? No, has extra tubing. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes, changes in breaching if yes, was any medical intervention provided? Patient change tubing. Reported by (B)(6) by: patient/caregiver.